Event description:
Tubing set up with pump, and infusing. The nurse heard the pump alarming due to occlusion. She then attempted to flush the line with resistance. She then opened the pump door and found a bubble had formed at the top of the tubing segment that fits behind the pump door. FDA safety report ID# (B)(4).